Event description:
It was reported that the patient had an unknown alarm occur on their controller. The battery clips and batteries were exchanged, but this did not resolve the issue. The controller and mod cable would be exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unknown alarm on the system controller was not confirmed. The heartmate 3 system controller (serial #: (B)(6)) was returned for analysis, a log file was downloaded for review spanning approximately 2 days ((B)(6) 2022 per timestamp), and a log file was submitted spanning 1 day ((B)(6) 2022 per timestamp). Events occurring on (B)(6) 2022 are from testing at abbott. There were no notable alarms in the log files. Pump operation was not affected. The system controller was tested and passed all stages of functional testing. The unit was able to operate with a mock loop for an extended duration and was also able to operate with the returned modular cable with no alarms activated. There were no issues observed with the system controller during testing. The root cause of the reported event was unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance (qa) specifications. Heartmate iii instructions for use (IFU) (rev. G) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. G) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii IFU (rev. G) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. G) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.